Event description:
Customer complained about sensor reading discrepancies. Customer stated that the sensor glucose reading was 49 mg/dl and his blood glucose value is 270 mg/dl and the insulin pump went into threshold suspend. Customer had gone to the doctor and he adjusted his settings in attempt to control the high blood glucose he is experiencing in the mornings. Sensor glucose was currently reading 214 and then 228 mg/dl. Customer stated that he did have a similar issue with another sensor prior to this one. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.